Manufacturer narrative:
Age or date of birth, sex, weight,ethnicity: unknown/not provided. Date of event: unknown/not provided. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss (after the laser fired) occurred with a patient interface (pi). The surgery was completed successfully by switching out the (pi). There was no patient injury and/or surgical intervention required. This report is 1 of 6 reports.